Manufacturer narrative:
(B)(4). Method: the airvo 2 humidifier was returned to our fisher & paykel healthcare (f&p) regional office in china and was inspected by a trained f&p technician. The device was performance tested and the audible alarm function was checked. The device was then disposed of. Our investigation is based on the information provided by the f&p service technician. Results: during testing it was found that the audible alarm did not function. Conclusion: we are unable to determine the cause of the failure mode in this instance. It should be noted that the airvo 2 is equipped with both audible and visual alarms. The airvo 2 user manual states that the " airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section the alarm system functionality check instructs the user on how to check the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There was no patient involvement.